Manufacturer narrative:
Patient codes: 2240, 2330, 1695, 1994, 3189 - surgical intervention, 3191 - mesh migration. It was reported that the patient underwent mesh revision on (B)(6) 2018 due to pain, discomfort, adhesion, hernia recurrence and mesh migration.

Manufacturer narrative:
(B)(4). To date, the device has not been returned.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2005 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.